Manufacturer narrative:
This prod is currently under recall. Customer reported incident in response to recall letter notification. Device was not returned for eval.

Event description:
Practitioner placed hemovac during right knee arthroscopy. Hemovac removed the same date. Pt developed post-op infection of right knee.